Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause and treatment for the event were not reported. One day prior to diagnosis of the event, the patient was hospitalized due to cloudy fluid. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the cause of the peritonitis event was due to the patient¿s urinary catheterization and an unspecified indication, reported as "bunged up"; therefore, baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.